Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced injuries and the device was removed. The device was not returned for eval.

Event description:
The pt reported to experience urinary retention for three to five weeks post-surgery, hematuria and bladder erosion. Directions for use outline as potential complications: urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during a urethral sling procedure. Tissue erosion.